Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device underweight, a curved opening, red particles in the gel, and red particles in the shell. A microscopic analysis was performed which identify sharp edge opening in the same edge assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior due to an unidentified tear opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, late seroma, pain upon palpation, and objectively pronounced deformation and densification of the mammary gland.

Event description:
Healthcare professional reported "rupture" "and the formation of subcapsular big seroma with a high protein content and possibly with silicone infiltration," and "pronounced deformation and densification of the right mammary gland," and "pain on palpation." Affected side right. Device remains implanted.